Event description:
The customer contacted baxter's service center regarding a low drain volume alarm; which occurred on the homechoice (hc) during use, during initial drain. The technical service representative (tsr) assisted the home patient (hp) with troubleshooting. The hp stated they detected air within the patient line. The tsr advised the hp to end therapy and contact their nurse. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2011 regarding reported problem. The pd rn stated the air found within the patient line did not produce any negative outcomes for the patient. They stated the patient is doing fine. No further information was provided. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm is confirmed, since the patient stated that they saw air in the patient line. The air was reported by the patient, but how the air got into the patient line is undetermined. The assignable cause was determined as air in the patient line, since air in the patient line can cause a low drain volume alarm. This issue is being investigated through CAPA.